Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 29-aug-2023. H.6. Investigation summary: the customer reported a disconnection at the filter, and returned one used sample. The sample was separated at the outlet of the filter, and the complaint is verified. The root cause is traced to insufficient solvent. Device history record review for model 10013902 lot number 23019372 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02feb2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing facility found the root cause of the insufficient solvent to be traced to incorrect solvent dispenser setup. In july 2023 the use of two new fixtures for the solvent dispenser were implemented. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd alaris smartsite low sorbing set tubing that connects to the patient and filter were dislodged. The following information was provided by the initial reporter: tubing was due to be changed. Changed all tubing, one medication requires .2 micron low protein binding filter (bd smartsite low sorbing extrension set), had new tubing with new filter attached to patient. Before turning on fluids went to pull up blanket and noticed the part of the tubing that connects to the patient and filter was dislodged, which for safety reasons should never happen.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite low sorbing set tubing that connects to the patient and filter were dislodged. The following information was provided by the initial reporter: tubing was due to be changed. Changed all tubing, one medication requires .2 micron low protein binding filter (bd smartsite low sorbing extrension set), had new tubing with new filter attached to patient. Before turning on fluids went to pull up blanket and noticed the part of the tubing that connects to the patient and filter was dislodged, which for safety reasons should never happen.